Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, the atrial lead exhibited noise which resulted in auto mode switch episodes. The patient was in good medical condition and would be monitored.

Event description:
Additional information noted that the lead continued to exhibit noise.